Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg flipped in the pocket and there was a bump on the top of the ipg. The event date is unknown. In turn, it became difficult for the charger to communicate with the ipg. As a result, the patient's ipg was explanted and replaced with a different model. The issue resolved by surgical intervention.